Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The interatrial septum was crossed with an sl1 sheath and wire. The physician then decided to retract back to the right atrium from the left atrium with sl1 and wire and restick septum for an unknown reason. After the second crossing, the sheath was swapped for a double curve watchman access system (was) in the left atrium. While using echocardiogram to navigate the was and a pigtail catheter into the laa, a thrombus was observed in the right atrium on the interatrial septum. It measured 1.3cm. Another 10,000 units of heparin was given immediately (10,000 units of heparin had been administered previously in the procedure). The patient's activated clotting time (act) was 261 seconds. The patient's last dose of eliquis (5mg) was one day prior, in the morning. The thrombus never migrated or changed size. The procedure continued. A 27mm watchman laa closure device was deployed and then fully recaptured as it was too proximal and overly compressed in some echo views. A 24mm device was attempted but was deployed too proximal so therefore recaptured and removed. Then while advancing a second 24mm device, the was became kinked at the groin and the delivery system could not be advanced. The procedure was aborted. There were no patient complications. The thrombus was still present in the right atrium the following day. They planned to implant the patient once the thrombus resolved. The patient returned on (B)(6) 2019 and was successfully implanted with a watchman. There have been no adverse outcomes.